Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Based on the reported information (including the user's comment) , we presume that the reported symptoms were not caused by the device malfunction, but occurred as principal complications of the procedure. The instruction manual of the device has already warned as follows: when applying the current, do not allow an excessive build up of heat in the surrounding tissue. Doing so could cause patient injury such as perforations and/or bleeding. When necessary, provide treatments to prevent perforations or bleeding from occurring after the procedure. Ensure the postoperative follow-ups are performed, and confirm that no abnormalities are found in the patient. Do not resect tissue too deep. Deep resection of tissue may cause bleeding, perforation, pneumomediastinum and/or aerodermectasia during or after the procedure. When resecting tissue, confirm that there is no irregularity in the resecting area and monitor the patient¿s condition all the time.

Event description:
After an endoscopic submucosal dissection (esd), the endoscopic hand-suturing (ehs) was performed in a clinical trial (feasibility of endoscopic hand-suturing). During an esd, the subject device was used. The device did not have a malfunction. The patient had been discharged from hospital. The patient reported symptoms of black stool and a totter. The patient was hospitalized due to a suspicion of postoperative bleeding. The user performed an emergency endoscopic examination on the patient, but could not find visible bleeding and failure of the sutures. It was not reported that additional medical treatments were received. The following were reported: the patient was taking an antithrombotic agent (clopidogrel). The user performed capsule endoscopy. Results on capsule endoscopy, the user could not find visible bleeding in the small intestine. The patient was doing well, so the patient was discharged from the hospital. The user commented that the reported symptoms possibly occurred as one of the principal accidental symptoms of the procedure.